Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) and an elective replacement indicator (eri) lock-up condition was noted. The device was reprogrammed and remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.